Event description:
It was reported that during a lap gastric bypass procedure, the device would not fire. A second device was opened and the same thing occurred. A third device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). Damaged pawl pin. Evaluation summary - the analysis results found that one device a was returned with the firing mechanism damaged and with a fully fired reload. The firing mechanism was noted to be damaged. No functional test could be performed. The device was disassembled to verify the condition of the internal components and the pin pawl was not properly flared, causing the firing mechanism not to properly operate. No functional test could be performed. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at finished goods qa. A batch record review was performed and no anomalies were found during the manufacturing process. Device b was received for analysis with no visual non-conformances and with a reload present. The reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned reload was tested for functionality by resetting and reloading it into the device. The function test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process. Device b additional information: batch # e5nc1e; expiration date: 03/2013. Manufacturing date: 04/2008. (B) (4).